Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and adapter no longer charge the pump. Customer¿s blood glucose level was 90 mg/dl. The customer was sent a replacement cable and adapter to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and adapter no longer charge the pump. Customer¿s blood glucose level was 90 mg/dl. The customer was sent a replacement cable and adapter to resolve the issue.